Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the middle cerebral artery (mca) using a penumbra system jet7 kit. During the procedure, while attempting to advance a penumbra system jet 7 reperfusion catheter (jet7) through a neuron max 6f 088 long sheath (neuron max), the physician experienced resistance and the jet7 fractured near its hub; therefore, it was removed. The procedure was completed using another jet7, the same neuron max, a velocity delivery microcatheter (velocity) and a stent retriever device. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the returned jet7 was kinked at approximately 1.0 cm from the hub. Conclusions: evaluation of the returned jet7 revealed that the catheter was kinked under the strain relief close to the proximal end. This damage was likely a result of forcefully manipulating the jet7 at extreme angles outside the patient body. During the functional testing jet7 was able to advance through the demonstration neuron max without an issue. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.